Event description:
It was reported that during a follow-up, three episodes the device oversensed noise in the vf zone. The device charged for therapy but aborted. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.